Event description:
This lead was implanted on (B)(6) 2009 and remains implanted at this time. It was noted on (B)(6) 2013 when patient presented to clinic friday (B)(6) 2013 for routine ppm check. Noted that vdd lead in situ was an mdt lead. Ventricular impedance stable at 620ohms; pwave small = 0.4mv and a-wave = 6.6mv; ventricular threshold = 0.9v. All measurements stable since last check. There were 57 new atr episodes. The patient was not on warfarin/aspirin. The patient had no symptoms of palpitations or any other symptoms that are typical for af. As it was a vdd lead and small p-wave the sensitivity was set to 0.1 5mv. Atr egms appeared to be noise and occurred mostly on 1 or 2 nights in (B)(6) 2012. This corresponded to the patient using at electric blanket. This may have been the cause of the apparent noise and inappropriate atrs. No changes were made. The patient was predominantly in sinus rhythm. There were no pauses. The physician was unknown. The facility was (B)(6) hospital in (B)(6) australia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).